Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and did show the currently reported issue. When the device was returned to mmdg for investigation, the pump pcb board had failed, causing the no flow out alarm failure. The pump speaker also failed, causing the pump to not alarm audibly. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm as expected. They stated that it did not alarm audibly at all. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing and had not had any effect on a patient. (B)(4).